Manufacturer narrative:
Insulin pump passed the displacement test. No unexpected pump error alarm during testing however, the formatted history file confirmed pump error (line number 1421 and file number 31122) due to a software error. Pump error of hardware low level failure (variable 3) alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly. No pump error alarms noted during testing.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error. The customer¿s blood glucose level was 60 mg/dl. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.